Event description:
Oversensing on both the rv and ra iegm channels was reported. The lead has been extracted and a new implantation performed. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 21 cm distal to the is-1 connector pin into a proximal and medial fragment. The distal fragment including the lead tip was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.